Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2000 implanting a biomet modular head and femoral stem and a competitor acetabular system. Subsequently, patient underwent closed reduction procedure on (B)(6) 2000 due to dislocation. Patient currently alleges experiencing pain. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿